Manufacturer narrative:
The field service engineer (fse) performed checks, verified reagent and sample probe adjustments, and verified water rinse levels and pressures. The customer verified the instrument by confirming calibration and qc results. Calibration was last performed on (B)(6) 2023 with acceptable results. The customer recalibrated on (B)(6) 2023 after qc results were high out of range. Calibration was successful, however, the signals shifted downwards. The customer¿s qc was within range on (B)(6) 2023 and early in the day on 10-apr-2023. Qc was out of range high on (B)(6) 2023 at approximately 1:30 p.m. The customer repeated qc and it was within range after recalibrating the reagent packs, however, qc was out of range low at approximately 8:50 p.m. An "abnormal sample aspiration" error was observed on the alarm trace data. This is an indicator of possible poor sample quality. The customer¿s actions of replacing the reagent, recalibrating, and performing qc resolved the issue.

Event description:
The initial reporter questioned low results for multiple patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 6000 c (501) module. The customer stated 54 patients required corrected reports. The customer removed all of their onboard ca2 reagents and loaded new reagents. The customer recalibrated and ran qc with new qc material. The customer then repeated the patient samples. Examples of discrepant results were provided for 3 patient samples. Patient 1 initial result was 5.8 mg/dl. The repeat result was 7.9 mg/dl. Patient 2 initial result was 7.1 mg/dl. The repeat result was 9.5 mg/dl. Patient 3 initial result was 7.4 mg/dl. The repeat result was 9.6 mg/dl. The initial results were reported outside the laboratory and corrected upon completion of repeat testing. The c501 module serial number was (B)(6).